Event description:
Siemens became aware of the cios alpha system getting locked after patient registration. The system could not be used for radiation for approximately 8 minutes. The log files confirmed this issue. It is unk whether the system got locked up during a patient intervention. There are no injuries attributed to this event. This issue was reported in (B)(6).

Manufacturer narrative:
The analysis of the log files showed that the system was not ready for radiation for 4 minutes after patient registration. The described problem was not caused by the mentioned pinch of the fiber optic cable and occurred due to an incorrect setup of the connection in the image chain. Untightening the cable straps on the fiber optic cable was sufficient and there was no need to replace cables at the customer site. The reported issue was reproducible. Based on the available information and due to the fact that the error occurred only, a more detailed root cause analysis was not possible. No similar events have been reported from the field. Therefore no general issue could be determined.

Manufacturer narrative:
The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. This report was submitted (B)(6) 2015. Customer's address: (B)(6).